Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that there were two (2) post-op cases that presented with screws that were aesthetically noticeable and palpable. The patients were reported as recovering well. No revision surgery was performed. Concomitant devices reported: matrixneuro cran-pl straig w/cent-space (part number 04.503.062, lot unknown, quantity 1). Ti matrixneuro screw self-drilling 4mm (part number 04.503.104.01c, lot unknown, quantity 1). This report involves one (1) ti matrixneuro straight plate 2 holes/9mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information. There was no x-ray has taken. Matrixneuro part#: 04.503.061 , lot#: not available , quantity involved: not available. Matrixneuro part#: 04.503.062 , lot#: not available , quantity involved: not available. Ti matrixneuro screw self-drilling 4mm , part#: 04.503.104.01c , lot#: not available , quantity involved: not available.